Event description:
In 2003, a customer contacted beckman coulter regarding 4-5 instances of high troponin results that were reported out in the last month. According to the customer, if the physicians questioned the results, the pts were redrawn several hours later. The results of the redrawn troponin samples were normal. Repeat testing of the original samples produced normal results. The lab has not received any reports of injury requiring medical intervention or change to pt treatment that can be attributed to this event.